Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a detailed analysis of this lead was performed. The anode and cathode conductor coils were fractured from terminal pin and the lead poly was cut at this location which showed the inner insulation was abraded or torn. The suture sleeve was not returned on or with the lead segment. Also, the distal portion of the fracture as well as the distal portion of the lead was not returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a detailed analysis of this lead was performed. The anode and cathode conductor coils were fractured from terminal pin and the lead poly was cut at this location which showed the inner insulation was abraded or torn. The suture sleeve was not returned on or with the lead segment. Also, the distal portion of the fracture as well as the distal portion of the lead was not returned.